Event description:
The pt was undergoing a barium enema exam and was lying on the table in the right posterior oblique position (on his stomach). Reportedly, the pt had his hands underneath the head pillow and the tech did not see that the pt's fingers curled over the table top. When the tech moved the table top towards the head end, the pt's fingers were caught between the table top and metal shield of the table resulting in cuts on the three middle fingers of the pt's right hand. The pt required three stitches on each of the injured fingers. No add'l injuries were reported.